Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the 30cm pressure tubing got detached from the male connector on the distal end of the pressure monitoring kit during use. The patient (B)(6) was hospitalized on the (B)(6) to the ICU and the treatment was initiated by extending a pressure tubing and connecting a three-way stopcock to the male connector on the distal end. The line seemed to be pulled by the patient who had delirium symptoms and the customer found the pressure tubing had already been detached on the (B)(6) . The customer performed troubleshooting by setting the three-way stopcock off and replaced the whole device. Only the male connector on the distal end will not be returned as it was discarded at the hospital due to blood adhesion. Although a small amount of blood leakage was observed, there were no patient complications reported by the customer. The patient's condition remained to be stable and blood transfusion was not needed.

Manufacturer narrative:
The reported event of the pressure tubing detachment was confirmed. The detachment from the male connector on the distal end was confirmed. As received, the pressure tubing was detached from distal tubing male connector. The distal tubing male connector was not returned for evaluation. Residual solvent was observed on inserted portion of the detached tubing. No other visible defect was observed from the returned kit. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. The correct address for contact office is (B)(6). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.